Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) and a restrictive posterior leaflet for a mitraclip procedure. There were difficulties visualizing the clip due to the restricted posterior leaflet. In addition there was a shadow of the system in the area of insufficiency. One clip was deployed. Approximately three minutes later a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were implanted to stabilize the first clip. The final mr grade was <1. Per the physician, the slda was due to the restricted posterior leaflet that was difficult to image.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) and a restrictive posterior leaflet for a mitraclip procedure. There were difficulties visualizing the clip due to the restricted posterior leaflet. In addition there was a shadow of the system in the area of insufficiency. One clip was deployed. Approximately three minutes later a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were implanted to stabilize the first clip. The final mr grade was <1. Per the physician, the slda was due to the restricted posterior leaflet that was difficult to image.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and per the physician, the single leaflet device attachment was due to the restricted pml that caused difficulty to image and is therefore related to patient and procedural conditions. Image resolution poor was related to patient and procedural conditions as the pml was very restrictive which caused problems with visualization and a shadow of the system. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.